Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed early. Blood glucose was 210mg/dl. The pod was not worn.

Manufacturer narrative:
The device was received with the needle cap still on. The cannula was deployed into the needle cap. The data showed that the device was deactivated after completing second prime. It could not be determined if the needle had deployed early.